Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires separated from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires separated from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A decon. Is not applicable because the device has not been returned as device was discarded by hospital. However a photographic inspection was performed. Signs of clinical use and evidence of blood was observed. The heater wire appeared to be bent and detached at the tip of the hot jaw but remained attached at the base of the jaw. There was no damage observed to the silicon insulation. No other visual defects were observed. Based on the photographic evaluation, the reported complaint was confirmed for the reported failure mode " material twisted/bent' . Specific actions for the failure mode are being maintained and addressed under maquet's failure investigation report (fir) system.